Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (420mg/dl), all afternoon and the customer did not know why. The customer speculated that they might be calculating carbohydrates incorrectly. Elevated bgs were treated by administering a correction bolus. System check was performed, and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider regarding what may be affecting bgs.